Event description:
It was reported that the patient had the inflatable penile prosthesis replaced as after pumping the device, the cylinders would not inflate. No patient complications were reported.

Event description:
It was reported that the patient had the inflatable penile prosthesis replaced as after pumping the device, the cylinders would not inflate. No patient complications were reported.

Manufacturer narrative:
Upon receipt of the pump of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. The ams 700 spherical reservoir was visually inspected, leak tested, and examined using a microscope. The tubing was worn down to the filament however, no leaks was found. The ams 700 inflatable penile prosthesis (ipp) cylinders was visually inspected, leak/pressure tested and examined using a microscope; no leaks were found. Both cylinders performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected, leak tested, examined using the microscope, and functionally tested. No leaks were found. The pump kink resistant tubing (krt) with the window quick connector was trimmed down to the appropriate length prior to functional testing. The pump was functionally tested and did not pass activation tests 1 and 3. Analysis identified pump activation issues that could cause inflation issues of the device. Product analysis was able to confirm the reported allegation.